Manufacturer narrative:
Patient (B)(4) surgical procedure, secondary. Device (B)(4) lens, vaulting of, excessive, (B)(4) explant. (B)(4).

Event description:
It was reported that the surgeon implanted a vicm13.7 implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to excessive vault. The lens was exchanged for a shorter one and this resolved the problem.